Event description:
A healthcare professional called to report that their precision pcx blood glucose meter was reading inaccurately high. Customer reported a reading of 392 mg/dl compared to a laboratory result of 177 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for investigation. A follow up report will be filed once investigation results are available.